Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they received failed battery test and pump error 23 alarms. Customer's blood glucose value was 198 mg/dl at the time of the incident. The customer experienced insulin pump had an unexpected restart. The customer was assisted with troubleshooting. Customer will not return device for analysis.